Event description:
A pt reported experiencing incaccurate erratic results with a meter. The pt's blood glucose results were 20, 153 mg/dl. Tests were done within 11-20 minutes with a difference of 118mg/dl. Pt did not experience any adverse events. No further info has been reported.